Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. Explanation of method code 86 "other": a sample device was returned and is currently under investigation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe and remained in the pt. The nurse removed the detached needle from the pt. No needlestick took place. There was no pt or clinician injury reported.